Event description:
The customer contacted philips healthcare to request part ID for energy select switch assembly (possible the energy select switch failure). It is unknown that if patient involvement.